Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced urinary tract infection, urgency, frequency, hesitancy, mesh erosio, vaginal bleeding, dyspareunia, pain, discharge, bladder spasm, dysuria and a bacteria infection. Excisions and removal of the exposed mesh were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.